Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: the following issue was found in tube (368640) from lot 0029267: fm in gel ×1.